Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported at the point of cementing the implant, surgeon noticed that the tibial tray had not bonded fully to the tibia. He accepted that this was surgical error on his part: he said that he had accidentally knocked it, that he had put the knee into high flexion prior to the cement going off. He removed the tibial tray which was clean of any cement. He re-drilled cement holes in the cement mantle/tibia and re-cemented the tibia. Loosening occurred in the tibial component at cement to implant interface. There was a surgical delay of 15 minutes.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.